Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse patient outcome? No clinical consequence for the patients, so no treatment. However, this issue can led to a risk of fragility of the skin at the level of the sutures. Event related to mw # 2210968-2022-06324. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cardio-vascular surgery block procedure on (B)(6) 2022 and suture was used. When performing a suture, the nurse pulled on the thread, and the needle pulled off from the thread, obliging to restart the suture with a new suture. It is a repetitive incident that sometimes occurs twice in a row, which sensitizes the affected area (several passes). No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint (B)(4). H3: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one needle-suture piece of product code was received for evaluation, in order to evaluate the conditions of the returned sample, the swage and attachment area was noted to be as expected, and no needle pull was observed. The suture piece was noted with body fluids stress and the end was split. After further evaluation crimping marks were observed possibly from a surgical instrument. The functional test could not be performed due to the condition of the sample. The condition of the sample received indicates improper handling of the device. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H 6. Component code: g07002 ¿ needle swage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected investigation summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one needle-suture piece of product code w8721 was received for evaluation. The product code is double armed. In order to evaluate the conditions of the returned sample, the swage and attachment area was noted to be as expected, and no needle pull was observed. The suture piece was noted with body fluids stress and the end was split. After further evaluation crimping marks were observed possibly from a surgical instrument. The functional test could not be performed due to the condition of the sample. In addition, the other section wasn't received. The condition of the sample received indicates improper handling of the device. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.